Manufacturer narrative:
Identification #: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent received a tf 388 (no o2 dosing possible) alarm while device was on a patient. No patient harm reported. Device was pulled and patient moved to different vent. Customer confirms tf 388 in event log.